Event description:
Patient called to report a left deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation and use error: observed 1 opening assessed as surgical damage per rga. As per the investigation procedure creases, particles and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional confirmed left side deflation. Device was explanted and replaced. Later, healthcare professional reported "particles in valve", "small amount of tissue stuck in the area", and "implants drained to check volume cut site."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report a left deflation. Device remains implanted.